Manufacturer narrative:
This is a report of a use error in which all the clamps were not closed during therapy, allowing fluid to leak. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient was not connected at the time of this event. In a follow-up call, the nurse reported that the patient had left some of the clamps open resulting in fluid leaking onto the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.